Manufacturer narrative:
The reported field event of unanticipated therapy was not verified in the laboratory. Review of programmer printouts did not confirm the unanticipated therapy. The cause of the unanticipated therapy remains undetermined.

Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. The episodes appeared to be af with rvr. The device was noted to be at eri. The ICD was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.